Manufacturer narrative:
The device was returned to mmdg for evaluation of the free flow complaint. During the investigation mmdg was able to confirm and replicate the complaint. The pump platen was not able to be closed all the way because of a mechanism screw that had been dislodged and stuck in the pump bezel. The pump showed signs of being tampered with as well as impact damage, both of which appear to have contributed to the event. The device was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump free flowed. They stated that the patient had been transferred to the unit floor, post surgery, and at that time was "comfortable with pain controlled". No other information was provided about the event, except that the patient experienced an overdose and required naloxone for treatment of it. Mmdg made several attempts to gather additional information regarding the patient and their condition, however, the initial reporter would not respond to any of these requests and no other information was made available to mmdg. [Complaint-40626]